Event description:
It was reported that the de novo, tight lesion was located in the moderately tortuous, moderately calcified, proximal left anterior descending artery. After pre-dilatation was performed, a 3.0 x 18 mm xience prime stent deployed. Post-deployment of the stent a proximal edge dissection was observed. To treat the dissection another 3.0 x 15 mm xience prime stent was implanted. No adverse patient sequela or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). There were no reported device malfunctions or product deficiencies. The reported patient effect of dissection is listed in the xience prime everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device if any cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.